Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances, measuring 125 ohms. It was noted the impedances were 95 ohms in january, and had gradually increased. Boston scientific technical services (ts) discussed the increase may be due to calcification around the coil. The physician will continue to monitor the patient/system. This rv lead remains in service. No adverse patient effects were reported.